Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The doctor reports that the screw has broken and that it was completely removed from the patient's mouth.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One titanium hexed uniscrew (uniht) was returned for investigation. Visual evaluation of the as returned product identify that it was fractured across the threads. Functional testing could not be performed since the product was fractured. No pre-existing conditions were noted on the per. The reported device was intended for an unknown tooth location. Device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the uniht dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: fracture: screw). November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.